Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an early sensor expiration. Data was returned and evaluated. The reported event of an early sensor session was confirmed via data. The probable cause could not be determined. No additional patient or event information is available.